Event description:
It was reported that during a sigmoidectomy procedure, the cartridge disassembled when it was taken up. Firing was completed as usual. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): results, conclusions: cartridge pan dislodged. : evaluation summary: the analysis results found that one cartridge was received damaged as the cartridge pan was noted to be disassembled from the cartridge. No functional test could be performed. While no conclusion could be reached as to how the cartridge became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.